Manufacturer narrative:
(B)(4). Approximate age of device - 16 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was in clinic for routine hospital follow-up. A log file was reviewed by the technical service representative revealed trends consistent with device thrombosis. Echocardiogram revealed the left ventricular internal diameter in diastole (lvidd) of 8.8 and severe right ventricular dysfunction. The aortic valve was opening 1:1, minimal mitral regurgitation. A chest x-ray verified correct pump placement, but also revealed pulmonary congestion. The patients diuretics were increased and an increase in warfarin dosing. Inr was 2.4 and lactate dehydrogenase was stable at 407 u/l. No hematuria. The lvad team will continue to increase diuresis. No additional information was provided.

Manufacturer narrative:
Although the reported power elevations were confirmed based on the submitted system controller log files, the cause of the reported pump power elevations could not be conclusively determined. Both power elevations were captured during pi events. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log files appeared to show the system operating as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient continues to have some flow and power elevation however they are not hemodynamically significant. Patient does not have signs and symptoms of hemolysis. His pump is functioning appropriately, patient has an increased inr goal of 2.5-3.5. Of note, he was recently admitted on (B)(6) 2018 for sob, fever and cough. An echo at that time revealed moderate right ventricle (rv) dysfunction and elevated filling pressures. He was aggressively diuresed and discharged home on a dobutamine infusion.